Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) sleep mode clock was off from where it should be set at. It was also reported that there was noise on the right atrial (ra) and right ventricular (rv) leads. The ipg, ra lead, and rv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated that the device clock was incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) sleep mode clock was off from where it should be set at. It was also reported that there was noise on the right atrial (ra) and right ventricular (rv) leads. The ipg, ra lead, and rv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.